Manufacturer narrative:
H3: the mobile viewing station (mvs) power board, pendant and power supply were returned to the manufacturer for analysis. Mobile viewing station (mvs) power board was installed in a test system, the system booted and readied multiple times with out issue. Motion calibration passed. Charging and communication were successful. 3d and 2d images were acquired. No fault found while under test. When pendant was installed into a test system, system and pendant booted and readied each time without issue. All functions of the pendant are operating correctly, no function problem found. Visual inspection shows delamination and instructional stickers on the face of the pendant. Power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. Bench test failed. Output voltage drifted to 5.458vdc. Defective electrical components. The hardware investigation found that the reported event was related to a hardware issue. H6: fdm 10, fdr 120, fdc 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned ps1 power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. Bench test failed. Output voltage drifted to 5.458vdc. Previously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A representative went the site to preform system check out. It was noted the most of the tests passed and seemed to be working fine. There was an unknown error on the power board during boot up as well as several motion enable errors during boot up. These are generated from a button on the pendant being depressed. There were parts replaced and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system was taking a long time to boot up. It was stuck in please wait. They had to reboot the system and it did start up properly. There was no patient present.